Event description:
The user facility reported a 67-year-old female in anterior st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient lost pulses distal to the impella insertion site. The decision was made to remove the device, at which time a dissection flap was noted within the patient's artery. A patch repair was completed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Manufacturer narrative:
The investigation into the limb ischemia and the vascular damage has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the limb ischemia was patient condition related due to pad/pvd vessel conditions; however, the root cause of the vascular damage issue was not determined since product was not returned.